Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported via phone call, that the customer's insulin pump had a blank display, as well as a button error alarm. Customer's blood glucose level at the time 201 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. All the buttons functioned properly and no button error alarm or moisture damage on keypad traces were noted. The keypad connector was fully locked. The pump had a cracked case at the display window corner, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.